Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level exceeded a safe threshold, registering as "high," but the specific value was not provided. To address the high bg, the customer administered a correction injection. Customer just resumed insulin to continue with insulin therapy.